Manufacturer narrative:
(B) (4). (B) (4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B) (6) 2009. During the procedure, the disposable hand piece blade would not advance. Another device was used to complete the procedure with no adverse pt consequences.